Event description:
It is reported that the patient's implant failed. A revision surgery is planned.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Neither surgical notes nor x-rays have been returned for review. It is unknown if the devices were implanted with the correct fit and orientation per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact). And relevant medical history. Implant compatibility is unknown. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.